Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent an initial tha on an unknown date. Post implantation, the patient underwent a two-stage revision (stage 1 on unknown date and stage 2 due to early post-op infection and implanted with a zmr/tm system. During the procedure a femur fracture was reduced and secured with stryker cables. Patient was presented again with infection and was revised again but no operative reports, lab or medical records have been provided for review. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: catalog number: 00992202418 lot number: 62904826 brand name: zmr - stems, catalog number: 00992307845 lot number: 63855932 brand name: zmr - bodies, catalog number: 00620206420 lot number: 63660678 brand name: acetabular shell, catalog number: 00631006436 lot number: 63375240 brand name: acetabular liner, catalog number: 00801803601 lot number: 63981339 brand name: cocr heads, catalog number: 00625006530 lot number: 64334858 brand name: bone screw, catalog number: 00625006530 lot number: 64162302 brand name: bone screw, catalog number: 00625006520 lot number: 63849799 brand name: bone screw, catalog number: 00625006530 lot number: 64339339 brand name: bone screw, catalog number: 00625006550 lot number: 63530670 brand name: bone screw, catalog number: 00625006535 lot number: 63580293 brand name: bone screw. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00797, 0002648920-2019-00798, 0002648920-2019-00799, 0002648920-2019-00800, 0001822565-2019-04708, 0001822565-2019-04709, 0001822565-2019-04710, 0001822565-2019-04711, 0001822565-2019-04712, 0002648920-2019-00796, 0002648920-2019-00795. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to infection approximately 3 months post implantation. Attempts have been made and additional information on the reported event is unavailable.